Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that act button was working but non responsive. The customer¿s blood glucose level was 99 mg/dl. Act button is not responding she had to hit it 3 times to get bolus today and figured it is time for a new insulin pump. The time clock was advancing. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.